Event description:
The customer reported via phone call that they had a no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was 14 mmol/l. The customer stated no insulin exit during manual prime. Customer was advised that alarm was caused by set/reservoir connection. The customer was advised to replaced infusion set and reservoir. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 14 mmol/l. The customer was treated with manual injection. Customer was advised to monitor blood glucose and site. Customer will call back if further assistance is needed. The customer was advised that we would send replacement for set and reservoir.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.